Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard console (sn (B)(4)) displayed tcmid: 06 (ce post failure) error message upon power-up. Following this, an alternative method was used to continue patient treatment. No known impact or consequences to the patient information was provided.